Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's sister reported via phone call that her brother was hospitalized due to high blood glucose of 300 mg/dl. Customer also reported that display was solid white. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with a blank display with constant steady white light on the display due to vertical cracked lcd controller. Unable to verify missing segments, partial display and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump steady white light on the display. Insulin pump received with cracked glass.